Manufacturer narrative:
Due to the device not being available for evaluation, the report of thrombus in the inflow stator of the patient's pump could not be confirmed through this evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported per (B)(4) report received on (B)(4) 2014 from (B)(6): pt was found to have a thrombus in the inflow stator during a ramp echo, which led to worsening right ventricular failure, a wide open tricuspid valve and tricuspid regurgitation. Cardiac shock on max pressors. Intubated for respiratory failure. Family withdrew care. Outcome death: (B)(6) 2013.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.